Event description:
It was reported that the spinal cord stimulation (scs) patient had an infection and underwent an explant procedure of the implantable pulse generator (ipg). No additional information was provided despite good faith efforts. The device will not be returned for analysis as it was discarded by the facility.